Manufacturer narrative:
H3: the pipeline flex braid was returned already detached from the pusher; therefore, the braid ends (proximal, distal) could not be identified. The braid ends were found open, but damaged (frayed). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right cavernous segment. The max diameter was 16mm, and the neck diameter was 10mm. The patient's vessel tortuosity was severe. The landing zone was 2.66mm distal and 4.46mm proximal. Dual antiplatelet treatment was administered, and the pru level was 160. It was reported that the device was recaptured, and deployment was attempted a second time in a turn. The distal end was up against the vessel wall, and the end seemed crimped and would not open despite recapturing. The distal part had been positioned in a bend, and more than 50% had been deployed at the time. The pipeline was resheathed more than 2 times, and no additional steps were taken to open the device. The pipeline was removed by pulling it through the microcatheter. The patient did not experience any injury or complications. Angiographic results post procedure showed stasis in the aneurysm. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a ballast sheath, navien guide catheter, phenom 27 microcatheter, and synchro 2 soft guidewire.